Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "doctor stated 'the insert will not lock into the cup.'"